Event description:
During the procedure the device did not transfer the needle as expected and broke unexpectedly half of the needle remained embedded in the patient's muscle tissue and could not be removed. The endostitch was then removed from the port with the remaining part of the needle still attached to the jaw of the instrument. A second replacement similar endostitch was used to complete the procedure and it worked fine. The operation continued successfully with any further device issues.